Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat in stent re-stenosis and total occlusion in the calcified diagonal. Two stents had been placed in previous procedures, leaving the diagonal pinched but patent. The guiding catheter was sized 6f, and there were at least two wires in the patient anatomy. Pre-dilatation was performed. A 2.50x23mm xience alpine stent delivery system (sds) was advanced but could not cross the lesion and the previously implanted stents, and may have experienced resistance with other devices. Upon removal, it was noted that the stent was flared on the distal edge, but still firmly on the balloon. Additional pre-dilatation was performed. A 2.25x23 xience alpine sds was advanced and would not cross the lesion due to challenging anatomy and resistance with other devices. During removal of the sds, the stent was observed coming off of the balloon in the external iliac. The sds was retracted into the guiding catheter and removed as a single unit. Upon removal of the sds, the stent could not be found and is presumed to be free-floating in the patient anatomy. The procedure was considered complete since angioplasty had been performed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4).